Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-05918. It was reported that during the preparation for a stenting treatment procedure, the stent moved on the balloon. Using the femoral approach, the procedure treated the 100% stenosed, 2.5-3.0x70mm target lesion located in the moderately calcified mid left anterior descending artery. There was no signification bend in the lesion. Pre-dilation was performed using a 1.2x12mm non-bsc balloon and a 2.0x15mm maverick balloon. However the 2.0x15mm maverick balloon burst at 12 atms. A 2.5x32mm promus element stent was prepped but it was noted that the stent was not mounted on the balloon. The procedure was completed with the implantation of two promus element stents [2.5x32mm , 3.0x38mm]. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR report #: 2134265-2012-05918. It was reported that during the preparation for a stenting treatment procedure, the stent moved on the balloon. Using the femoral approach, the procedure treated the 100% stenosed, 2.5-3.0x70mm target lesion located in the moderately calcified mid left anterior descending artery. There was no signification bend in the lesion. Pre-dilation was performed using a 1.2x12mm non-bsc balloon and a 2.0x15mm maverick balloon. However the 2.0x15mm maverick balloon burst at 12 atms. A 2.5x32mm promus element stent was prepped but it was noted that the stent was not mounted on the balloon. The procedure was completed with the implantation of two promus element stents [2.5x32mm , 3.0x38mm]. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent was severely damaged. The evidence indicated that some form of tensile force had been applied to the stent resulting in the stent being elongated distally over the tip of the device. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).